Event description:
It was reported that the pump module had infused too quickly. A secondary infusion of hydromorphone (concentration 1mg/ml, volume to be infused 45ml) was started at approximately 1130 on 12/26/22 at a rate of 1.2ml/hr. However, it was reportedly found to be empty at 1445 on 26 december 2022. The patient reportedly required administration of a reversal agent.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189).

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Event description:
It was reported that the pump module had infused too quickly. A secondary infusion of hydromorphone (concentration 1mg/ml, volume to be infused 45ml) was started at approximately 1130 on (B)(6) 2022 at a rate of 1.2ml/hr. However, it was reportedly found to be empty at 1445 on (B)(6) 2022. The patient reportedly required administration of a reversal agent.